Event description:
Received an (email) contact from a consumer indicating upon removal of a tampon, a small portion of the pledget separated and remained behind. Consumer did not provide any additional information.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation, date code information for investigation, and more information regarding her experience with our product.